Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports when accessing the vessel, he did not feel tightness; used 10fr and 12fr dilators and tightness was felt in the vessel. When placing the catheter, felt resistance 6cm in on insertion. Could not remove wire, only catheter. Pt was taken to the operating room for surgical removal of the guidewire two days later; wire was found to be in a knot from the initial procedure.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.